Event description:
It was reported by the rep during a hernia procedure the device stopped working during the procedure. The doctor replaced the device with a like device and the jaw broke off. It is unknown how the procedure was completed and there were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.